Event description:
Information received indicates the head hi/low function is slowly drifting into trendelenburg.

Manufacturer narrative:
The technician replaced the head hi/low valve to repair the bed.